Manufacturer narrative:
Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display during testing. Pump was monitored for 24 hours and no unexpected test battery or battery tube overheating noted. No damage inside the battery tube during visual inspection noted. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the part of the insulin pump was overheating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.